Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon review by the first level investigation unit (fliu), it was found that the compact plus meter showed evidence of melting. On the back side of the meter, near the bottom left corner of the battery door, a hole appeard to have melted through the meter housing. This issue was found during review; electric shorting did not occur during fliu testing. Requested return of suspect device and replacement was sent.